Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "the dr removed a restoration ha stem due to lack of proximal fixation. The ceramic head was removed. The extraction handle and slap hammer were attached and extraction was attempted. This was unsuccessful so an extended trochanteric osteotomy was performed. The stem still could not be extracted, so the stem was cut, the proximal portion was then removed. The distal tip was then trephinard and removed. The femur was then prepped for a restoration ps stem (7/17 10" bowed ful plasma spray) the stem was implanted. The ceramic liner was exchanged for an x3 poly liner. Trailing took place and then the final head was implanted."